Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restriction event site full name: (B)(6).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) have leak in iab circuit alarm.

Manufacturer narrative:
Updated field: b4, d8, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Customer biomed declined quote to repair device and stated this cs300 was going to be removed from service.